Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up for a cryo ablation procedure, the integrated dilator/needle did not fit into the sheath despite moving it up and down. When the guidewire was advanced through the left femoral artery it kinked and was caught in the patient's vein and would not advance. Guided by scope, the guidewire was removed, and a new guidewire was advanced. The dilator/needle and sheath were advanced over the guidewire to the superior vena cava (svc). The dilator/needle descended into the right atrium to drop to the fossa ovalis guided by both scope and transesophageal echocardiogram (tee). Once the device was at the fossa ovalis, the physician decided to go back to the superior vena cava (svc) and reposition the system before transseptal puncture. During the second pass to the right atrium, a pericardial effusion was detected on tee. The patient required pericardiocentesis; clots were detected in the pericardium and a small incision was made to access the pericardium and to aspirate the clots. The case was aborted. The patient was in stable condition upon leaving the hemodynamics room and was reported to be doing quite well. The patient was discharged two days after the procedure without complications. No further patient complications have been reported as a result of this event.